Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Associated medwatch: 1221934-2016-10493, 1221934-2016-10494. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
Attempt of the inner meniscus fixation, first backstop triggerable, second backstop not triggerable. The same problem occurred with the two devices, both used in one procedure. Meniscus could not be refixated fully only partially. Additional information received via email from the affiliate on 11-1-2016. The meniscus had to be resected; the first implant was left behind the capsule; new location was used, did not use the same.

Manufacturer narrative:
The complaint devices were not returned, therefore unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.